Event description:
Surgeon commented on possible infection. Exchanged poly.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown duracon 13mm insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).